Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The evaluation uncovered the light guide socket was damaged. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the connector was damaged and cannot be connected on the halogen light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, failure to connect due to breakage of the light-guide jacket was caused by a breakage in the light guide insertion. The cause of the broken light-guide jacket could not be identified. Olympus will continue to monitor field performance for this device.